Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) reported while performing service on an architect i2000sr analyzer visible smoke was observed. The fsr indicated the wash zone 2 accumulator tubing was leaking and the liquid dripped on the wash zone 2 motor connector which started to smoke. The fsr turned the analyzer power off. No fire was observed. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
The field service engineer (fse) replaced the damaged wz2 motor connector and proactively replaced the wz2 motor as the short on the cable connector potentially affected the wz motor. To correct the observed leakage, the accumulator tube assembly and a clogged wz buffer heater were also replaced. All parts were identified as likely causes for the issue. A review of the architect (B)(4) service history did not identify any issues that may have contributed to the current complaint. There have been no further occurrences of a smoking event since the likely cause parts were replaced. The 2018 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage observed on the wz motor connector did not spread to other areas of the analyzer. A review of complaint and trending data for tickets with replacements of the cable harness, wz/shutter motor; accumulator tube assembly; or the wz buffer heater identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no adverse trends related to the issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.